Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that two infusion set tuning detached from connector within two days of use. High blood glucose level was 300 mg/dl. No further information was available.

Manufacturer narrative:
Initial and final MDR 1889201- device 1 of 2.